Event description:
It was reported that ongoing intermittent occlusion alarms occurred resulting in the customer¿s blood glucose (bg) level intermittently displaying as "high"; however, a specific value was not provided, nor could the customer provide specific dates when the elevated bgs occurred. Elevated bgs were addressed by either a correction bolus via the pump or a manual insulin injection. Customer resumed insulin to address the issue.